Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cabinet was down and unable to log in to issue. The customer reported that blue screen required to enter password. The customer could not find the cabinet power button at the top of the cabinet. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name -(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was down and unable to log on to issue. A technical support specialist (tss) walked the customer through restarting the cabinet by unplugging and reconnecting the cabinet cord from the wall power outlet. In the populate buttons screen, no failed drawers were found. The customer confirmed successful login. The system functioned as intended after the technical support specialist troubleshot the device.